Event description:
On numerous occasions, we have received cases of acecide-c a high-level disinfectant and sterilant, from olympus america that have been noted to be leaking. Acecide-c is used for high-level disinfection and/or sterilization of medical instruments. This chemical has a strong odor which may cause irritation the eyes, respiratory tract, and skin. On many occasions, there is no notable damage to the exterior packaging. The bottles arrive in a single large case with (6) individual boxes inside. Each of the small boxes contain a zip lock style bag with two bottles of acecide-c; solutions 1 and 2. Upon closer inspection of the leaky bottles, some of the bottles appear to be firm and bulging.